Event description:
During testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 20.500 psi which is outside the acceptable range of 22 to 38 psi. No patient involvement.

Manufacturer narrative:
On (B)(6) 2026, the pump was tested and the rework information became available. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 224 to 242. Following the recalibration, the device passed the 30 psi occlusion pressure test at 22.390 psi, which is within specification. No patient involvement. This correction and more information MDR is being filed to correct the b5 summary to clarify that the issue was not found during pm testing as it was found during evaluation. The investigation conclusion code and the investigation finding codes were updated to reflect what was found in testing. A CAPA was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 20.500 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 20.500 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. No patient involvement was reported.